Event description:
During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a heater bag temperature failed performance specification-fluid delivered out of specifications.

Manufacturer narrative:
(B)(4).device evaluation is currently in progress. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temperature test, but passed the rite electrical test. The pal performed a method 3 evaluation. The temp on feature of the crt (cycler remote toolbox) software was used to diagnose the heater system. No problems were encountered. No issues with the heater system were encountered during the method 3 evaluation. The assignable cause for rite test failure - heater bag temperature test was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. The device will be serviced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.